Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) lead was present within the patient, but not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight, dense binding in the innominate was encountered. Then, switching to a spectranetics 13f tightrail rotating dilator sheath, advancement was made to the superior vena cava (svc)/innominate junction, when the lead broke. Advancement continued down the svc/ra junction, but binding was encountered again. When removing the tightrail from the patient, the blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis and sternotomy. An svc/ra junction perforation was discovered and repaired. The lld ez was removed from the rv lead, and the lead was cut and capped and remained in the patient. The patient survived the procedure. This report captures the 13f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the tightrail device in use during the procedure.

Manufacturer narrative:
H3) the tightrail was discarded, thus no returned product investigation was performed. H6) great vessel and cardiac perforation are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.